Event description:
The patient contacted animas on (B)(6) 2013 reporting that the display screen had gradually faded over several weeks. The patient confirmed no power loss or known traumas to the pump. This report is made based on the allegation of the display issue which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/14/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display lens was found to be cracked. The pump powered on with a faded and discolored display. The pump display screen was replaced with a test screen and the pump display returned to normal.